Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the manufacturer representative that he was having difficulties charging his implantable neurostimulator. He said the recharger was not staying coupled during recharging sessions. The manufacturer representative asked the patient if he uses the recharging belt. He said he does. The manufacturer representative encouraged him to try recharging without the belt to see if the recharger head stayed coupled during his next recharging session. He started recharging without the belt while they were talking and mentioned the recharge was still in session and had not disconnected. The issue seemed resolved at the time of the conversation between the manufacturer representative and the patient. A manufacturer representative met with the patient on (B)(6) 2021, and the patient noted that it feels like the stimulator implantable neurostimulator has moved up in the pocket. The manufacturer representative was troubleshooting the issue when the patient noticed that he was increasing the program intensity and could not feel stimulation at the levels that he normally can and was experiencing an increase in back pain. An impedance test was run and contacts 3 and 4 were reading at 40,000 ohms. The manufacturer representative was able to program around the contacts for appropriate therapy coverage. The issue was resolved. No surgical intervention was planned or performed to resolve the issues.